Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under visual inspection the samples appeared to be in good condition. The inflation tests were repeated on the received samples. It was confirmed that after 12 hours the cuffs were still fully inflated. Based on results of testing the reported failure was not observed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming there was a cuff leak. There was no patient involvement, and no patient harm reported.